Event description:
Pt participated in prodisc-c trial and was randomized to acdf with cervios cage on (B)(6) 2009. During follow-up visit, it was noted that pt had developed symptoms of cervical myelopathy due to compression of spinal cord at c4-c7. Pt complained of weakness of hand and lower limbs. Pt under went a revision procedure for spinal decompression (laminoplasty at c4-c7) on (B)(6) 2012. Surgeon plans to monitor pt.

Manufacturer narrative:
Investigation is no going; no conclusion could be drawn as no device was returned or part number or lot number provided.